Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that a mesa rod puller tip deformed intra-operatively while attempting to unlock a 4th screw after successfully unlocking 3 screws.

Manufacturer narrative:
Correction was made to section b1 and h1 to reflect serious injury. Visual inspection: device was inspected and found to have a deformed distal tip. Instrument appears to have been misused and was likely bent while connected to the assembly which caused damage to the device. One of the prongs was bent outward which suggests that the device was exposed to a bending force which it is not indicated for. Device and complaint history records were reviewed and no relevant manufacturing issues or simiar complaints were identified as all units met stryker specifications. Mesa rail surgical technique was reviewed and the following relevant information was identified: unlocking & removal: should the surgeon decide to unlock the mesa screw from partial or full lock, the rail unlocker may be used. Fully open the instrument and engage the docking feet into the detents of the medial side of the screw housing. Gently move the instrument down laterally until the distal portion of the instrument has properly engaged both the medial and lateral side of the screw housing. Fully squeeze the lever of the rail unlocker. Once the screw is in the unlocked position, the mesa rail may be extracted from the implant housing using the rail puller. Apply the distal end of the rail puller over the screw housing and rotate it in a clockwise direction until it securely engages the mesa rail. Grab the handle and thread down in a controlled fashion in order to release the mesa rail from the screw head. It appears that the most likely root cause for the issue was instrument misuse, as the device experienced loading that it was not indicated for, and was ultimately damaged by it.

Event description:
It was reported that a mesa rod puller tip deformed intra-operatively while attempting to unlock a 4th screw after successfully unlocking 3. This contributed to a 2.5 hour surgical delay.